Manufacturer narrative:
The device has been received for analysis, and currently the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. The patient was receiving radiotherapy for the lungs (especially on the upper part of the left lung). After each radiotherapy session, the device's battery was checked. On (B)(6) 2018 the battery level was 3.5 years; on (B)(6) 2019, the battery level was 1.2 years, and on (B)(6) 2019, the battery level was 8 months. The physician explanted and replaced the device on (B)(6) 2019. Adverse patient effects were reported due to surgical intervention. The device has been received and investigation is currently in progress.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. The patient was receiving radiotherapy for the lungs (specifically on the upper part of the left lung). After each radiotherapy session, the device's battery was checked. During the last several device checks, it was observed that the battery continued to decrease. The physician explanted and replaced the device. Due to surgical intervention, adverse patient effects were reported. Additional information received from the sales rep indicated the device was returned in july; however, the device has not been received to date. Should boston scientific receive the device, an investigation will be performed and this report will be updated.